Event description:
On (B)(6) 2011, patient reported both up and down buttons on his backup infusion device sometimes stick. Patient stated the buttons do not pop back up after pressing. Patient is currently on injection therapy. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.